Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 stopped working mid case. Cord and power supply were checked. Precautery test was performed. Power setting at 3. The affected device was switched out and case was completed with no patient harm and no delay.